Manufacturer narrative:
The device is returned to european medical service center in maastricht for further evaluation. The device was evaluated by a physio-control service technician and the reported issue was verified. The device still able to detect a shockable rhythm and deliver therapy. The customer requested the device be returned unrepaired. Root cause could not be determined.

Event description:
The third-party service agent contacted physio-control to report that their device would no longer respond to button presses to one of its soft keys. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involved in the reported event.

Manufacturer narrative:
The device was not returned to physio control. A third-party service agent performed initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The third-party service agent contacted physio-control to report that their device would no longer respond to button presses to one of its soft keys. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involved in the reported event.